Event description:
Customer reported the alarm led display is dim. The date when the issue was discovered is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the led display is dim. Also, evaluation revealed the unit powers up with new batteries, but powers off automatically after three seconds when set to voice and tone or voice only modes and weight is off the sensor pad. The unit powers back on automatically after two seconds. The unit remains on when set to tone and weight is off the pad. (B)(4).